Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported the menu button and the check button on the infusion device does not work properly. Patient stated he was unable to use the bolus advice because the buttons were not working. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore moisture entered the insulin pump and destroys the functionality of the buttons and the pump electronics. The up button is permanent active due to external mechanic damage. As result of the permanent activated up button the other buttons of the device do not respond to commands. The problem mentioned by the customer is related to careless handling of the product.